Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced foreign matter in tube biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: the following issue was found in tube (367963) from lot 0184386: fm in gel ×2.

Manufacturer narrative:
H.6. Investigation: bd received 2 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Bd was unable to determine the specific root cause of the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes experienced foreign matter in tube biological and non-biological this event occurred 2 times. The following information was provided by the initial reporter: translated to english. The customer stated: the following issue was found in tube (367963) from lot 0184386: fm in gel ×2.